Event description:
It was reported that the twist clamp of a minicap extend life pd transfer set broke which resulted in a separation between the main body and twist clamp. This was observed during use of the device for peritoneal dialysis (pd) therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Initial reporter phone no. (Additional): (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the actual device was not available; however, a video of the sample was provided for evaluation. A review of the video showed a twist clamp separated from the main body. The reported condition was verified. The cause of the separation was due to broken occluder legs beneath the twist clamp. The cause of the damaged main body could not be determined; however the damage is consistent with damage caused by exposure to chemical agents such as foreign solvents, dyes, or cleaning agents that damage the transfer set materials. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.